Event description:
During a lead revision procedure, the pt's dura was punctured. The pt's leads were explanted. The pt is reportedly doing well.

Manufacturer narrative:
The leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted leads was completed and no anomalies were noted. This is the final report.